Event description:
I had the bayer manufactured essure device placed and it has caused an extreme amount of pain. My left implant is detached and displaced. My surgery to have the devices removed is (B)(6) 2017. I don't wish this on my worst enemy. Plus I'm allergic to nickel and was never told about the reaction. It would cause on my body. I have hired an attorney to help maybe recover even a fraction of justice and compensation for bayer's negligence.